Event description:
On (B)(6) 2012, the lay user/ reporter contacted lifescan (lfs) on behalf of the patient alleging the patient's onetouch ping meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. Prior to the start of the alleged issue, the reporter stated the patient had "high symptoms" however, did not specify what the symptoms were. On (B)(6) 2012, at 6am, the reporter stated the alleged issue first occurred. The reporter stated the patient uses insulin pump therapy to manage his diabetes. It is unclear if any changes were made to the patient's usual diet, activity level or medications on the day of the alleged issue. The reporter denied the patient receiving any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca noted the battery did not need to be replaced and the reporter was using the correct test strips. The reporter stated this was not the first time the meter had been used and there was no misuse of the product. When the reporter inserted a new test strip, the meter did not power on. When the reporter was prompted to insert a new test strip, the meter would not power on. When the reporter pressed the power button, the meter would not turn on. Replacement products were sent to the reporter. There is no indication that the subject meter caused or contributed to a serious injury. The patient reported being symptomatic prior to the start of the alleged issue, therefore the meter could not have caused the injury, and there was no reported treatment. However, this complaint is being reported because the alleged issue was not resolved at the time of troubleshooting done by the cca.